Event description:
It was reported that the external pulse generator which had been returned as a trade-in device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case, ring cover and lead flex cover were broken, the lower case was broken and contaminated, the side bail covers and side bails were missing, the battery contacts were compressed, the keyboard was scratched and the battery flex was contaminated. (B)(4).